Event description:
It was reported on (B)(6) 2023 , by a facility representative via sems that an ar-7720-2.0 humeral drill broke. Case involvement, device breaks during use. Per facility: "the arthrex articulating guide for the 2.5 mm drill was then positioned and 2 drill holes were connected with the 15 mm tunnel to create a y configuration for docking. The tendon and allowing passing sutures to be tied over a bone bridge. Of note, during drilling of one of the 2.5 mm tunnels, the drill bit broke in bone. The drill bit was successfully removed with a hemostat and the mini c-arm was brought in to confirm the removal of the metal bit. There was no suitable backup drill bit in the arthrex set so a 2 mm drill bit was opened from another set and used to redrill through the guide to the backstop to complete the anterior y connecting tunnel."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.